Event description:
It was reported that during testing at the user facility, the device was found to have disassembled. There were no adverse consequences, or surgical delay reported.

Manufacturer narrative:
During service at the manufacturer, the service technician was able to duplicate the reported missing screw symptom, attributable to the material degradation observed during the device inspection.

Event description:
It was reported that during testing at the user facility, the device was found to have disassembled. There were no adverse consequences, or surgical delay reported.